Manufacturer narrative:
Concomitant product(s): a 694765 lead, implanted: (B)(6) 2010; a 407645 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant of the device the patient was discharged home but presented to the ER with a pocket hematoma and oozing from the wound site. The patient's international normalized ratio (inr) level was elevated and anticoagulation was placed on hold. The patient was seen in follow up at the clinic and the site continued to ooze. Sutures and a pressure dressing were placed but the oozing continued for several days. The patient was seen in follow and the oozing resolved. The device remains implanted and in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.